Event description:
It was reported that an asymptomatic patient presented in-clinic for routine follow-up. Atrial lead noise was noted on several inappropriate mode switch episodes. The lead capture, sense, and impedance trends were all stable. The atrial lead was explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.